Event description:
As reported by the user facility: as per the email sent: propofol running at 25ml/hr new bottle being hung vtbi being programmed. Nurse noticed air in line, distal to the pump on the patient side. No air alarms. Nurse was able to bolus propofol to further sedate patient. Stop the infusion. Nurse attempted to reprime out of the pump, yet it wasn't flowing. Nurse got a new IV line and a new bottle to reprime. New pump was used. No patient injury reported.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.